Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector of the ilet infusion set interface broke into two pieces after being bumped against a chair, and a fragment remained stuck in the cartridge port; multiple user attempts with tools to remove the fragment were unsuccessful, and a replacement ilet was arranged. Symptoms included hyperglycemia with blood glucose slightly over 300 mg/dl for about an hour without ketone testing, medical intervention, or assistance. Outcomes included use of backup therapy with planned manual injections and no immediate health effects such as loss of consciousness or diabetic ketoacidosis. Investigation included customer interview and product replacement logistics. Investigation of this case revealed a mechanical failure of the luer connector with retained fragment in the cartridge interface and inability to remove the piece, consistent with a device component breakage and obstruction of the fluid path. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical break of the connector likely due to impact and subsequent user attempts could not resolve the obstruction.